Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera was replaced and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system would intermittently not fluoro before the procedure. The 6800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.